Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Initial reporter facility name: (B)(6). (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the rectum during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy. Following the deployment failure, the control wire in the handle was broken and no resistance was felt. It was also noted that the catheter was a little thick. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.